Event description:
It was further reported that during the revision procedure, the surgeon noted the bearing was fractured and heavily worn on one side. Further, the tibial tray showed signs of wear and was noted to be loose. The implant was not adhered to the cement. All components were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. UDI # (B)(4). Reported event was confirmed by review of the returned device. Visual evaluation of the returned device shows signs of excessive wear with deep nicks and two pieces of poly was chipped off the bearing. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard cruciate retaining interlok femur, catalog # 183004, lot # 2116393. Polished finned tib tray 67mm, catalog # 141252, lot # 2010051400. Report source: (B)(6). Device evaluated by MFR: reporter had indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 5034-2019-01587.

Event description:
It was reported that the patient underwent a knee arthroplasty. Subsequently, the patient was revised due to instability. Attempt for further information has been made, but no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.